Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that on unreported dates the patient has had the pump go empty twice and required assistance with locating a new managing healthcare provider (hcp) for the pump. No symptoms were reported. The physician listing information was provided to the patient. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that around 2003, patient had her refill dates mixed up as she was driving from (B)(6) to (B)(6) every 21 days for a refill. Pt said that the alarm went off and her pump went dry so patient went to local hospital and the healthcare professional (hcp) was contacted and he told the patient that he would refill one time however didn't want to see her again. Pt said that hcp contacted different hcp for medication information which was ordered, so patient stayed in the hospital that day and pump was filled and that relieved her symptoms. Pt said she had morphine and other medications in the pump. No further complications were reported.